Manufacturer narrative:
B3: date of event and d5. Operator of device are unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not powering on. Attempted turning on three times and would not come on. After the third attempt, it finally turned on. Unplugged it then was able to power on, on the first try. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/18/2024. One device was received for investigation. No problem was found during investigation; the device powered on/off normally after multiple attempts. The complaint could not be confirmed/duplicated. The membrane switch had a visual anomaly, so it was replaced along with the fuses for preventative maintenance. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.